Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter was broken. There was no intervention performed or planned as the device did not have contact with the patient. As a result the procedure was completed with back up products.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the possible cause of the broken catheter was that the catheter was less strong when pulled.